Event description:
A (B)(4) old female pt contacted lifecor customer support to report numerous "add gel" messages. The pt was instructed to remove the belt from the monitor and insert again, however, the alarms continued. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (add gel messages) has been confirmed. As received, the electrode belt was found to have a broken wire in ECG a. The blue internal wire on ECG a separated due to a bad solder joint. The severed connection caused the monitor to read the gel fire circuit as open, resulting in the gel released flags. No gel was actually released. The root cause of the bad solder joint was not positively identified but was likely an assembly error. No adverse event resulted from the faulty electrode belt. The pt received a replacement electrode belt.